Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that during the use of the bd angiocath IV catheter when removing the luer-lok connector, it has been disengaged from its connection to the needle, leaving it in a silicone tube. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the use of the bd angiocath¿ IV catheter when removing the luer-lok connector, it has been disengaged from its connection to the needle, leaving it in a silicone tube. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that during the use of the bd angiocath¿ IV catheter when removing the luer-lok connector, it has been disengaged from its connection to the needle, leaving it in a silicone tube. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to confirm this complaint as being generated by manufacturing process.